Event description:
As reported, during an angiogram of the right leg, the hub separated from a flexor ansel guiding sheath. Contralateral access was obtained in the left femoral artery. The access site was reportedly heavily scarred from three previous surgeries involving the same access site, and resistance was encountered upon insertion of the sheath over another manufacturer¿s 0.035-inch wire. The bifurcation was normal and not tortuous. Reportedly, the physician felt ¿scar tissue resistance¿ during insertion of other devices through the sheath. Reportedly, in the middle of the procedure, while working in the distal superficial femoral artery, the hub of the sheath separated while the user was ¿working through the sheath¿ with another manufacturer¿s thrombectomy device. Because the hub separated when the thrombectomy device was inside the sheath lumen, the dilator was not reinserted into the sheath, and the sheath hub was not used to pull the device from the patient. A new sheath was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.